Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a diabetic ketoacidosis (dka) event and was hospitalized on (B)(6) 2024. The blood glucose level was over 500 mg/dl at the time of admission to the emergency room. The patient was treated with insulin drip and manual injections. The patient was hospitalized for less than 24 hours. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.